Event description:
Customer stated that the status indicator on the AED does not operate. During the repair of the AED, it was found that the status indicator is showing green when the device was not rescue ready.